Event description:
It was reported that on (B)(6) 2012, the patient underwent a stenting procedure. An accunet embolic protection device was advanced into the patient anatomy, but was unable to cross to the target site and was removed from the anatomy without difficulty. Pre-dilatation was performed and a second accunet was then advanced to the target site and deployed without difficulty. Before the acculink could be advanced into the patient anatomy, it was noted that the accunet had moved back through the target lesion. The physician speculates that one of the assistants may have inadvertently pulled the accunet back into the lesion. The device was removed without difficulty and a third accunet was then advanced and deployed. The acculink stent system was then advanced and the stent deployed. The patient was discharged to home on (B)(6) 2012. During the patient's 30 day follow-up on (B)(6) 2012, a national institutes of health stroke scale was performed and received a score of 2. It was noted that the patient had minor facial paralysis with flattened nasolabial fold and asymmetry on smiling. No treatment was provided and the facial paralysis continues. No additional information has been provided.

Event description:
Subsequent to initial MDR filed on (B)(4) 2012, additional information was received which indicates that the patient's facial paralysis resolved on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of neurological deficit dysfunction is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use (IFU) in the potential adverse event section. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.